Event description:
It was reported that during pre-testing process, it was discovered that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed and the device passed all manufacture¿s specifications. However, it was determined that there was an electrical pin pushed back in the connector which caused intermittent operation, resulting in the device not working properly. The failure occurred when the connector body was not aligned with the console properly and was forced in. The assignable root cause of the component damage was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.